Manufacturer narrative:
It was reported to abbott a patient was experiencing a loss of efficacy. Stage 4 tremors had suddenly returned requiring the patient to be admitted. All impedances were within normal values. The patient reported a few weeks back when they sent the program logs to tech support, no interruption in therapy or sudden impedance change was noted. It had been deemed the patient was in alcohol withdrawals that contributed to his increased tremors. It was deemed not a system or lead issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.

Event description:
It was reported that patient experienced ineffective therapy and was admitted to the hospital. Programming was attempted to restore therapy. Additional information is pending.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.